Event description:
It was reported that during an unknown procedure, malformed staples. Took a new instrument to complete the procedure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.